Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "I had a stryker hip replacement done in (B)(6) 2024, 6 weeks later I got infection in it. Was opened back up and parts replaced with a clean out. I need my right hip replacement and can¿t do it cause my infectious disease. Dr says I still have infection, now I am starting to hurt in my left hip again cause I can¿t put pressure on the right hip. I should have had the right replaced already but the dr wont do it, he has to get release from infectious despise disease dr first." Additional fb comment received, "I had left hip replacement (B)(6) 2024. 6 weeks later I got infection. Had to go back in and get a clean out and replaced some parts. I have been on strong antibiotics since the clean out. I need the right replaced and the dr wont do it till the infectious disease dr releases me. He claims I still have infection. Now I am have pain in the left because I can¿t put pressure on the right side. I am this far ¿ from a wheelchair. My infection was called proteus mirabilis."